Manufacturer narrative:
The device has been received and is currently being evaluated. Investigation pending.

Event description:
Caller alleged discrepant inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio2 inr: 2.3, laboratory inr: 4.3. The patient was tested on the inratio 2 meter and received an inr result of 2.3, which was reported as in the therapeutic range. Approximately, four hours later presented to the emergency room with unspecified bleeding. The laboratory inr result was 4.3. There was no further details or information provided.